Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed shunt lesion. A 3.0 x 40 mm fox sv balloon catheter was advanced to the lesion and pressurized to 8 atmospheres (atm) and then deflated. The balloon was inflated again to 12 atm; however, the inflation device pressure dropped to 8 atm. The balloon catheter was removed and a non-abbott balloon catheter was successfully used with the same indeflator to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and confirmed the reported loss of pressure. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. The analysis of the device confirmed the leak originating from the base of the hub at the strain relief junction. The device was tested during manufacturing and passed all lot release testing, confirming no product deficiency is suspected. This type of reported complaint will continue to be monitored per local quality procedures.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.